Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate calcification. The 3.0 x 15 mm trek balloon was advanced for pre-dilatation. An attempt was made to inflate the balloon with a 20/30 indeflator; however, the balloon could not inflate. A new indeflator was used in an attempt to inflate, but the balloon still could not be inflated. The trek balloon was removed. The balloon was attempted to be inflated again outside the anatomy, but was unsuccessful. A new 3.0 x 15 trek was advanced and inflated successfully to 8 atmospheres. A non-abbott stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, additional information was received reporting that an attempt was made to inflate the balloon to 8 atmospheres.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: advance wire, inflation: ppak with copilot, guide cath: xb 3.5, sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional and relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.